Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed there was no image on the left high resolution stereo viewer (hrsv). The fse replaced the hrsv to resolve the issue. The system was tested and verified as ready for use. Isi received the hrsv involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa noted the root cause was attributed to the hrsv electrical component(s).

Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye was black in one of the surgeon side console (ssc). The customer called intuitive surgical, inc. (Isi) after the case to report the issue. The customer stated that they used the other ssc to finish the case but wanted to call the issue in. The customer was not in front of the system at the time of the call but the isi technical support engineer (tse) recommended that they perform a hard power-cycle on the console. The customer informed the tse that all the other monitors and the second ssc had both eyes, and the issue was isolated to only the first console. The system was not connected to the remote system logs at the time of the call. The procedure was completed with no report of patient harm, injury, or adverse outcome.